Manufacturer narrative:
H4: device manufactured on august 31, 2022 - september 1, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was observed during preparation of the device. The staff put in the first syringe of dextrose 5% in water (d5w) and the line from the pump started leaking; the line was damaged. The leak occurred approximately an inch from the base of the pump. There was no patient involvement. No additional information is available.